Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 44 cm from the connector pin, due to friction with another device, which could cause the reported noise problem.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.

Event description:
It was reported that the atrial lead exhibited intermittent noise. It was suspected that the insulation was worn down due to the leads coming into contact, during heart contractions. The lead was capped and replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.